Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Full event site name: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. However, the fse did find errors in the log file, which led him to suspect the executive processor board to have an intermittent issue. The fse replaced the executive processor board. The fse then performed calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) made a loud noise, froze up and stopped pumping. The iabp was rebooted and reoccurred 4 times over 12 hrs. The iabp was replaced and taken to biomedical engineering. There was no patient harm and no adverse event was reported.